Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended. During troubleshooting with tandem technical support (cts), a bolus was delivered correctly upon request, cts confirmed pump was functioning as intended.